Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube assembly and header bag. The returned device was subjected to visual analysis. The carrier tube assembly was partially inserted into the hemostasis sheath. The locking mechanism of the carrier tube assembly was set to forward lock position. There were two kinks on the hemostasis sheath located at the inlet holes and between the 'I' and 'o' letters. There was a kink on the carrier tube assembly located proximally to the end position of the compaction tube. The bypass tube was found to be proximal to the kink on the carrier tube assembly. The partial insertion of the carrier tube assembly into the hemostasis sheath was subjected to further visual analysis. It was found that the collagen was partially inserted through the valve of the hemostasis sheath. The shaft of the carrier tube assembly was fully out of the hemostasis sheath. The collagen was covered in blood-like substances. The complaint can be confirmed for assembly difficulty and mechanical damage. The exact root cause cannot be determined. The likely root cause of the sheath and carrier tube assembly difficulty is the kinks in the hemostasis sheath increased resistance to the insertion of the carrier tube assembly. The likely root cause for the kinks in the hemostasis sheath are difficulties in insertion of the sheath from plaque near the entry site. The likely root cause of the mechanical damage on the carrier tube assembly is from increased forces from resistance to insertion of the carrier tube assembly into the hemostasis sheath. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported the involved angio-seal device was used on a patient with severe peripheral arterial disease (pad). Antegrade access was left, superficial femoral artery (afs) stented (supera) and several vessel segments treated with a sterling balloon from bedside commode (bsc). The dilator and sheath went in well. But then the tube with anchor and collagen could not be fully advanced through the sheath, stopped around 3cm. Therefore the whole vcd had to be pulled out. The collagen was out of the protection tube and the sheath looked kinked. There was no harm to the patient. Additional information was received (B)(6) 2023: the procedure was completed successfully. The patient was stable and was fine after manual compression. The estimated blood loss was less than 250cc's. Hemostasis was achieved by manual pressure. A pre-deployment angiogram was performed. The procedure performed was a percutaneous transluminal angioplasty (pta) of the afs using a 6 french sheath.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: born 1945 a4: weight: requested, not provided a5: ethnicity: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: sales manager datacontrol the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.